Event description:
It was reported that a device was used during a gastrectomy. The anvil was loose and would come off of the device when rotating the knob. The case was completed with a like device with no patient consequence.